Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation. X-ray and fluoroscopy imaging revealed migration of the patient's right s2 lead. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.